Manufacturer narrative:
Per investigation findings by the manufacturing site: the device (8404zxk - c-mac monitor for cmos endoscopes, set, serial number (B)(6) manufacturing date 01-april-2024) was sent to the manu facturer for inspection. During the technical inspection by the manufacturer, the fault description provided by the customer was confirmed and further defects were identified. The following defects were identified in total: ---image quality not satisfactory. ---usb/hdmi circuit board defective. ---processor circuit board defective. ---battery older than 2 years, replaced as a precaution. ---side video socket damaged. The fault reported by the customer has been identified. The defects found during the investigation are the cause of the image failure. This event is filed under internal complaint ID 20253002416__983295

Event description:
It was reported that during an intubation performed on (B)(6) 2025, interference green with black screen showed on the screen, once the monitor rebooted the battery icon went from saying 100% to 0% an flashing red. After the reboot towards the last stage of the case where they are securing the airway, the patient was crashing.

Manufacturer narrative:
The device was returned to our us facility and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).